Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 1 device had a torn/punctured power cord, and the other device had stripped wires. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction event(s), where it was reported the device had bare wires or damaged power prongs. There was no patient involvement.